Manufacturer narrative:
Date of event: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The agency reported that the angio-seal device involved was used for hemostasis and it was successfully achieved. After discharge from the hospital, when the patient was seen as an outpatient, a pseudoaneurysm was found. The physician commented that it might be related to the procedure. Since the pseudoaneurysm was noted, dual antiplatelet therapy (dapt) was temporarily stopped. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 millimeters (mm). The patient recovered and was being followed up. The event occurred post-treatment. There was no patient injury or surgical intervention required. No equipment or other devices were used with the device involved.